Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of four jagwire guidewires used during the same procedure. Refer to manufacturer report# 3005099803-2016-01345, 3005099803-2016-01346, 3005099803-2016-01359 and 3005099803-2016-01358 for the other associated device information. It was reported to boston scientific corporation that four jagwire guidewires were used during an endoscopic retrograde cholangiopancreatography (ercp) cannulation procedure performed on (B)(6) 2016 to treat common bile duct stone. According to the complainant, during the procedure, the hydrophilic tip detached exposing the tip of the metal corewire. Three more jagwire guidewires were used and during the procedure, the hydrophilic tip detached exposing the tip of the metal corewire. No part of the guidewire detached inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual evaluation of the returned guidewire revealed that the tip of the guidewire was partially detached, exposing the tip of the metal corewire by approximately 0.2 cm. Presence of adhesive remnants were found indicating that the pebax was properly attached to the corewire. No evidence of corewire fracture was found. The complaint is consistent with the returned guidewire since the distal tip was detached and the core wire tip was exposed. Based on all gathered information, the investigation fails to determine a definite root cause. A DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of four jagwire guidewires used during the same procedure. Refer to manufacturer report# 3005099803-2016-01345, 3005099803-2016-01346, 3005099803-2016-01359 and 3005099803-2016-01358 for the other associated device information. It was reported to boston scientific corporation that four jagwire guidewires were used during an endoscopic retrograde cholangiopancreatography (ercp) cannulation procedure performed on (B)(6) 2016 to treat common bile duct stone. According to the complainant, during the procedure, the hydrophilic tip detached exposing the tip of the metal corewire. Three more jagwire guidewires were used and during the procedure, the hydrophilic tip detached exposing the tip of the metal corewire. No part of the guidewire detached inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of four jagwire guidewires used during the same procedure. Refer to manufacturer report# 3005099803-2016-01345, 3005099803-2016-01346, 3005099803-2016-01359 and 3005099803-2016-01358 for the other associated device information. It was reported to boston scientific corporation that four jagwire guidewires were used during an endoscopic retrograde cholangiopancreatography (ercp) cannulation procedure performed on (B)(6) 2016 to treat common bile duct stone. According to the complainant, during the procedure, the hydrophilic tip detached exposing the tip of the metal corewire. Three more jagwire guidewires were used and during the procedure, the hydrophilic tip detached exposing the tip of the metal corewire. No part of the guidewire detached inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.